Manufacturer narrative:
Failure analysis (fa) lab received a vela blender module ii assembly. The vela blender module ii assembly was installed on known good unit and powered in operating mode for testing. The customer's issue was duplicated. The fault was traced to the needle valve assembly which was not properly sealing most likely from debris that also was in the flow sensor. The vela blender module ii assembly was scrapped.

Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative evaluated the device, verified the complaint and determined that the cause of the reported event was that the device¿s exhalation flow sensor was dirty. Unrelated to the reported event the carefusion field service representative also found that the device¿s delivered fio2 % was out of spec due to a malfunctioning air/o2 blender. The carefusion field service representative replaced the exhalation flow sensor, air/o2 blender and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility representative reported that during pre use checks the volume reading on the device was 20% lower that the set volume and the device was alarming "low minute volume." There was no report of patient involvement.